Event description:
The end user reported redness beneath his tape border. He stated that it covers seventy-five (75) percent of the skin around this tape border. He stated that his skin is not itching or broken.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user uses allkare products and water only. He reported that he had to change his wafer five (5) times within the last forty-eight (48) hours. The end user reported that the event may be the cause. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on 11/19/2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.